Event description:
After a procedure was completed and the pt was in recovery, he became acutely hypotensive and a pericardial effusion was identified via ultrasound. Pericardiocentesis was performed, and the pt recovered with no further sequelae. Physician stated that it was unclear what may have caused the effusion.

Manufacturer narrative:
The physician crossed the septum with the artisan catheter and during navigation in the left atrium, the physician noted that sensei system would not manipulate the catheter as expected in the posterior direction. Removing and reattaching the artisan catheter to the sensei system did not resolve the lack of posterior navigation, so the physician completed the procedure manually. The catheter was not returned for investigation. Investigation of the robotic catheter manipulator (rcm) component of the sensei did not find any issues which would indicate the cause of the behavior. The physician did not identify the system behavior as the cause of the effusion.